Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had no image. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found leak biopsy channel; distal end had minor scratches; bending section cover glue was cracked; forceps passage had leak biopsy; control body advanced diagnostics fluid/ dry after aeration; scope connector advanced diagnostics fluid/ dry; insertion tube collapsed; image evis was foggy after aeration; olympus endoscope system image was foggy. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The customer's reportable malfunction of "no image" was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.